Event description:
It was reported that the patient had no stimulation sensation in (B)(6) 2015 and the stimulation was turning off. She noted that it was working, but it kept shutting off all the time for two months. She was assisted with the programmer and saw that stimulation was on program 4 at 2.6 volts, but was off. She turned stimulation on and began feeling it. Follow-up from the healthcare provider (hcp) reported that the patient had 50% or greater symptom reduction. The cause of the event was not determined, so it was unknown if it was device related. The patient was doing well at her least office visit on (B)(6) 2015. She was not having urgency, frequency, or accidents. She felt stimulation comfortably and had not required adjustments at that time. The patient then declined coming to the office on (B)(6) 2015, so no further troubleshooting was done even though reprogramming was needed. She experienced a loss of therapeutic effect and it was unknown if it was gradual or sudden. The patient had not recovered as the issues and symptoms were ongoing.

Manufacturer narrative:
Concomitant product/(s): product ID: 3889-28, lot# va06s3y, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the stimulation turning off issue began in (B)(6) 2015. The patient spoke to their hcp regarding their therapy turning off and the hcp said it was impossible for therapy to turn off. The patient knew stimulation was off because they couldn¿t feel stimulation. The patient was having a total knee replacement tomorrow and needed to make sure therapy was on so they could turn it off for surgery. The surgery was not related to the patient¿s therapy. The patient synced and was set on program 4 at 2.6v and therapy was off. The patient turned therapy back on.